Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to noise and unstable impedance. The physician thought that the rv lead was not properly connected to the device. During the revision procedure, the physician reconnected the rv lead and the impedances were all stable, therefore the physician felt that the problem was with the device. The physician elected to explant and replaced the device. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the right ventricular lead integrity alert was triggered, and oversensing due to non-physiologic signals/sic (sensing integrity counter) was detected. The analyst noted that beginining (B)(4) 2014, the sensing integrity counts up to 40 with no evidence of lead noise oversensing with presented episodes. On (B)(4) 2014-10-23, the rv bipolar lead impedance measured 3000 ohms which had been trending at 456 ohms. The rv lead integrity warning occurred on (B)(4) 2014 for sensing integrity counter greater than 30 in 3 days and rv lead impedance variation in the last 60 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.